Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during final tightening of a vital construct, the surgeon felt resistance at the left iliac screw. Upon confirmation, cross-threading was suspected. The closure top was replaced twice, and final tightening was attempted again, but the same issue occurred. The screw was then inspected, and it was found that the screw threads had been damaged. The left iliac screw was replaced with a new screw of the same size, and final tightening was completed without any further issues. There was no patient or procedural impact aside from a 10 minute delay.